Event description:
Asr revision recommended. Revision has not taken place, asr xl, right, reason(s) for revision: pseudotumor finding, cobalt 11. Update: scf and update received. Confirmation that revision surgery took place on (B)(6)2015 and added pain, noise and alval / soft tissue reaction as reasons for revision.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update 23 jun 2015: asr - validated patient (B)(6) deceased. Date of death (B)(6) 2015. Finnish law prevents getting detailed information of death. We have rec'd the following details: patient name, date of birth, sex , revision surgeon: (B)(6), other health conditions: patient with the underlying conditions of heart disease, diabetes, obesity, heart pressure. Had sudden seizure and passed away in (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.